Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's parent reported via phone call that he had to change the battery twice that week. The customer had issues with the batteries. The insulin pump alarmed low battery, weak battery, bad battery, and no delivery. Customer's blood glucose level was 500 mg/dl. Customer's blood glucose level was treated with the insulin pump. The no delivery alarm was resolved by priming the insulin pump again. The device was not returned.